Event description:
Hospital reported complaint to argon (custom tray distributor) about schneider/namic kit packaged on tray. Air bubbles noted in stopcock and high pressure line. Has occurred 5-6 times. No patient incidents. No samples retained.